Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor arm and software error alarm. Customer¿s blood glucose level was 10.7 mmol/l. The insulin pump was rewound and resumed. Customer was reported that the setting were cleared after first insulin pump error. The insulin pump will not be returned for analysis.